Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on patient's behalf on (B)(6) 2016, to report a detached wire that occured on (B)(6) 2016. The sensor insertion was at the buttocks on (B)(6) 2016. It was reported by the distributor that the transmitter was securely snapped into place and the same method was used to clean the transmitter. When the sensor pod was removed, the patient's mother noticed that the sensor wire was not present. It was then noted that there appeared to be a tiny bump under the patient's skin. The patient's mother scheduled an appointment with the patient's pediatrician, and it was confirmed by the physician that the sensor wire remained in the patient's skin. It was reported that the area became red and inflamed and the patient was suffering from some discomfort. At the time of contact, an appointment has been scheduled to surgically remove the sensor wire from the patient's skin on (B)(6) 2016. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 3/23/2016 from the distributor regarding the patient's scheduled surgery. The patient had the surgery. They managed to get the sensor wire out and the is doing fine now. They are back on the dexcom, with no further issues. No additional patient or event information is available.